Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high and low blood glucose (bg) levels (20-525 mg/dl). The cause was not known. Low bg was addressed by juice/food and the high bg was addressed with a bolus/water/exercise. As the customer was not experiencing a high/low bg at the time of the report, troubleshooting was not performed. Tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed during bolus requests on (B)(6) 2018 and (B)(6) 2018. User does not utilize the cgm option of the t:slim g4. Multiple back to back cartridge change sequences were completed on (B)(6) 2018 before low bg level was recorded. User made a bolus request without entering current bg level. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.